Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further issues occurred.